Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017, with blood glucose of 22 mg/dl at time of the incident, and 61 mg/dl after they woke up. The customer's blood glucose level at the time of the call was 111 mg/dl. The customer was given instant glucose, orange juice, and intravenous glucose to treat. The customer experienced symptoms such as loss of consciousness and seizures. The customer was wearing the insulin pump during the incident. Troubleshooting was completed. Customer states that the suspend feature is not working, as it sometimes lets him go below 60 mg/dl and he is low unaware. Customer has been having low blood glucose issues for a couple of years. The insulin pump will not be returned for analysis.